Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
"Needle used to start IV is going through the plastic catheter. This is happening on both product number listed and has happened at least 4 times in the past but bad product was disposed." (B)(6) 2025: 1. Can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2025 this is the date reported, not sure of the other dates noted in the past. 2. It was mentioned as "happened at least 4 times in the past" was it occurred on same date with same material # and lot#? Kindly provide information. Not available. 3. What was the impact to the patient? Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No injury reported.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your reported issue that the needle was going through the catheter was confirmed and the damage appeared to be associated with use. One 20g insyte autoguard device from lot 4325718 was provided for investigation. The sample exhibited evidence of use. The needle was protruding through the catheter tubing. Due to the presence of what appeared to be blood residue between the catheter tip and the needle puncture site, it appeared that the catheter tubing was able to access the vessel. The needle likely punctured the tubing after insertion. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.